Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial arrhythmia with rapid ventricular response. It was also reported that right atrial (ra) lead exhibited oversensing of t wave resulting in pacemaker mediated tachycardia like behaviour and a possible capturing issue was also noted on the atrial channel. The patient was cardioverted during a scheduled atrial lead revision procedure that was cancelled,  as it was subsequently confirmed that the lead was capturing. The ra lead and implantable pulse generator (ipg) were reprogrammed and remains in use. No further patient complications have been reported as a result of this event.